Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. The transmitter voltage was measured and failed. Data was evaluated and the allegation was confirmed signal loss greater than an hour. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the patient used an alternate site insertion, which is off-label usage of the device.

Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that a sensor stopped reading occurred. Data was evaluated and the allegation was confirmed as signal loss over an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a sensor stopped reading is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.